Event description:
Right hip pca shell revised to a compatitor mallory shell. Pt presented with left hip pain and had a total hip replacement for that hip (B)(6) 2010. X-ray showed cyst on right acetabulum.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available then it will be submitted in a supplemental report.